Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported via medsun (B)(4) that a catheter issue occurred. An opticross 6 hd was advanced for ultrasound examination of the target lesion. During the procedure, 7 cm of the catheter broke off in the patient's saphenous vein graft (svg). The physician was able to retrieve it using a snare, and no harm was caused to the patient.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event. Additionally, according to medical review, the clinical event is anticipated in nature and severity.

Event description:
It was reported via medsun (B)(4) that a catheter issue occurred. An opticross 6 hd was advanced for ultrasound examination of the target lesion. During the procedure, 7 cm of the catheter broke off in the patient's saphenous vein graft (svg). The physician was able to retrieve it using a snare, and no harm was caused to the patient.